Manufacturer narrative:
Event date: the date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unknown date in the same month as the receipt of this report, the patient was hospitalized for peritonitis for approximately seven days. The patient was treated with unspecified intraperitoneal antibiotics for ten days (drug names, doses, and frequencies not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.